Manufacturer narrative:
Philips received a complaint on the xl+ defibrillator/monitor indicating that the measured value is 182j in the 200j output test, which is the lower limit of the allowable value. The device was not in clinical use at the time the issue was discovered. Available details indicate that the customer was provided a quote for onsite service for further troubleshooting, but the quote has since expired due to no response from the customer. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed. The engineer provided a quote for onsite service, which has since expired. Therefore, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional troubleshooting. The investigation concludes that no further action is required at this time. H3 other text : customer did not respond to requests for additional troubleshooting.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the measured value is 182j in the 200j output test, which is the lower limit of the allowable value. There was no reported patient involvement.